Event description:
It was reported that the burr and the wire became stuck together, the burr and the wire detached and were left in the patient, and a vessel perforation occurred. A 1.50mm rotalink burr and a rotawire were selected for use for a rotablation procedure. During procedure, the rotawire became kinked. The burr then sheared off the tip of the wire and perforated the vessel. When the physician tried to pull the burr off of the wire it detached; due to the burr being stuck on the sheared wire. The burr and the wire tip were unable to be retrieved and were left in the patient. The vessel perforation was covered with a stent graft. No further complication were reported. The patient was reported as stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the handshake connection, sheath, coil and burr were microscopically and visually examined. The coil is broken/separated and distal portion of the coil and burr were not returned for analysis. There are numerous sheath kinks. The coil is stretched and has foreign matter/fibers wrapped around it. A test .009 rotawire was inserted into the proximal end of the burr catheter and it advanced all the way to the separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the burr and the wire became stuck together, the burr and the wire detached and were left in the patient, and a vessel perforation occurred. A 1.50mm rotalink burr and a rotawire were selected for use for a rotablation procedure. During procedure, the rotawire became kinked. The burr then sheared off the tip of the wire and perforated the vessel. When the physician tried to pull the burr off of the wire it detached; due to the burr being stuck on the sheared wire. The burr and the wire tip were unable to be retrieved and were left in the patient. The vessel perforation was covered with a stent graft. No further complication were reported. The patient was reported as stable post procedure.